Event description:
Primevigilance notified teoxane of an adverse event on 18-sep-2024. A female patient was injected on (B)(6) 2024 with 1 syringe of rha 4 in the gonial angle, prejowl sulcus and nasolabial folds (0.2 on each side gonial angle and 0.2 prejowl sulcus and 0.2 nasolabial folds). The injection was done with unspecified needle. On the same day, the patient experienced a vascular occlusion in the jawline. The patient was treated with multiple rounds of hyaluronidase (hylenex): 5 vials of hyaluronidase (hylenex) first day and 2 vials on the next day, along with aspirin and warm compresses. Revance medical affairs team contacted the injector. The symptoms of vascular occlusion were considered as resolved in (B)(6) 2024. According to the resolution of the symptoms, the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of our products. Of note, rha 4 is not indicated for gonial angle and prejowl sulcus in the us.